Manufacturer narrative:
Concomitant medical product: product ID: dtba1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead were capped and device was removed due to erosion. No further patient complications have been reported as a result of this event.